Manufacturer narrative:
An event of "severe aortic valve stenosis and valve thrombosis" was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2010, a 19 mm trifecta valve was implanted. On (B)(6) 2017, the patient was hospitalized and a tte and CT showed severe aortic valve stenosis and valve thrombosis. The patient was treated with heparin IV. The patient's inr levels were not made available. The patient was discharged on (B)(6) 2017. (Clinical study patient ID: (B)(6)).